Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Photos provided show an activated company preloaded device. The plunger appears to be advanced almost to the depth guard and appears to be advanced over the iol. The iol appears to be advanced into mid nozzle. Additional information: the complainant indicates the use of noncompany ophthalmic visco surgical device as a viscoelastic which is not qualified for use with the associated product. Based on our observations of the returned photo, the plunger appears to be advanced almost to the depth guard and appears to be advanced over the iol according to the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure the preloaded device plunger by passed the lens would not advance. The surgery was completed on the same day with another lens. Additional information has been requested.